Event description:
Initial surgery was done for cervical vertebra fracture in 2009. Later the patient had a pain around the anterior skull pins. Three weeks later, it was found that the anterior pins had loosened. Came off. According to the doctor, initial surgery was done without any problems. Loosening resulted in the patient coming back to address the issue. Reported no adverse patient outcome as a result of this situation.

Manufacturer narrative:
Contact reported that the patient had good bone quality and that the doctor followed the recommendations for retightening with 24-48 hours and every 2-3 weeks (2-3 in/lbs). The lot number was not provided and as a result the device history records (DHR) could not be reviewed. No conclusions can be made at this time. The cause of the loosening cannot be determined.